Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare field representative that an rt268 infant dual heated evaqua2 breathing circuit disconnected from a sle5000 ventilator during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt268 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint rt268 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The complaint breathing circuit was visually inspected and pressure tested. Results: visual inspection revealed that the swivel wye was cracked. The breathing circuit was pressure tested and the results revealed that the circuit was out of specification. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine the root cause of the damage observed on the returned swivel wye. All infant breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail this test are discarded. The hospital has confirmed that the subject breathing circuit was in use for several hours before the issue was observed, which indicates that the circuit became damaged during use. The hospital also reported that the breathing circuit passed the initial leak test. Our user instructions that accompany the rt268 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that an rt268 infant dual heated evaqua2 breathing circuit disconnected from a sle5000 ventilator during use. No patient consequence was reported.